Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal intrathecal therapy via an implanted pump. The concentration, dose and lot number was unknown. The pump's indication for use (IFU) was unknown. The patient's medical history and concomitant medications were also unknown. On approximately (B)(6) 2015, it was first observed that the patient' pump pocket had eroded and actually ruptured the skin and was causing discomfort. It was unknown if there was an infection. Treatment was ongoing. On friday, (B)(6) 2015, the pump was going to be replaced with a 20 ml pump and moved to the other side of the abdomen. On (B)(6) 2015, the manufacturer representative reported that they had just completed the replacement and they also revised the proximal segment of the catheter but left the spinal segment implanted. Priming the portion of the revised catheter was discussed regarding clearing the spinal segment and then priming the full catheter volume. The hcp was not wanting to aspirate the spinal segment and options of connecting the catheter and then accessing the catheter access port (cap) to aspirate the catheter were also discussed. The representative would provide these options to the hcp. On (B)(6)-2015 further information was received noting that the device erosion occurred because the patient had lost a lot of weight. The patient was still in the hospital after the replacement. It was not planned to return the device to the manufacturer. The catheter revision occurred because of the pump erosion. The patient was doing well following the revision and the new pump was moved to the other side of the body. The type of baclofen being used to treat the patient was lioresal intrathecal. Should additional information be received the event will be updated.